Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a breast fibroma excision surgery with ultrasound guidance, the probe packaging was allegedly damaged in the corner and a breach of sterility occurred. It was further reported that another probe was used to perform the procedure. There was no reported patient contact.

Event description:
It was reported that during preparation for a breast fibroma excision surgery with ultrasound guidance, the probe packaging was allegedly damaged in the corner and a breach of sterility occurred. It was further reported that another probe was used to perform the procedure. There was no reported patient contact.

Manufacturer narrative:
Manufacturing review: a lot history review was conducted and it was determined that a device history record (DHR) review was not required, however requested. The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one electronic photo and one encor probe sealed in the inner tyvek product packaging was returned for evaluation. The photo review concluded a crack noted to the bottom right of the product packaging tray. Additionally, the returned probe packaging was noted to be cracked on the bottom right side of the packaging tray. Therefore, the investigation is confirmed for the reported packaging issue (e.g. Cracked package tray). The definitive root cause for the reported cracked packaging tray could not be determined based upon the provided information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.